Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed no delivery and motor error. Customer's blood glucose reading ranged from 123 to 470 mg/dl. Customer treated high blood glucose by taking a bolus then 6.5 units of insulin with the needle. Customer was able to rewind the insulin pump. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted and the motor was tested outside the device and passed motor test. The insulin pump passed, self test, a21 test and all operating current test were normal. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.